Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was possibly over delivering. The customer¿s blood glucose level was 77 mg/dl at the time of the incident. The caller stated the pump was filling the infusion set tubing too fast or the motor would stop before reaching the reservoir. The caller reported the drive support cap was normal and no alarms were received. Troubleshooting was not completed but the pump passed a displacement test. The insulin pump will not be returned for analysis.